Manufacturer narrative:
Steris offered in-service training on the proper use and operation for the 4095 surgical table; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The 4095 surgical table was inspected, and no issues were noted with the function or operation; the reported event was unable to be duplicated. The "cracking noise" heard by user facility personnel may be attributed to an object being underneath the table top during articulation and blocking the movement. The 4095 operator manual states, "warning, personal injury hazard - unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices. Patient injury may result if the operator of this table is not completely familiar with the controls for patient positioning and table operation." The operator manual further states, "tabletop articulation and patient positioning patient safety straps warning personal injury hazard - failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." Steris offered in-service training on the proper use and operation for the 4095 surgical table and is awaiting a response. The 4095 surgical table was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4095 surgical table went into trendelenburg position and tilted to the left without being commanded to do so. A "cracking noise" was heard and user facility personnel stated the patient "fell" from the table. The procedure was completed successfully, and no procedure delay or injury was reported.